Event description:
It was reported that the device was explanted due to high ventricular lead impedance readings and intermittent undersensing. No patient complications have been reported as a result of this event.